Event description:
Baxter affiliate reports one incident of a patient death which occurred after an uneventful dialysis treatment. Pt complained of suffocation in the chest, went to lay down and then lost consciousness. Pt was intubated and resuscitation efforts were unsuccessful. No further info available.

Event description:
Baxter affiliate reports one incident of a patient death. No further information available.